Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The hakim valve was not returned for evaluation after three good faith attempts (gfes) were made and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the probable root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve failed after 15 months and was explanted. No additional information has been provided after several attempts.

Event description:
N/a.

Manufacturer narrative:
Additional information received: what is exactly the issue: answer - "blocked". How was the valve failure discovered? Answer - "it not drain the patient had hydrocephalus symptoms". Did the patient experience any signs and symptoms due to valve failure? Answer - "yes the lack of drainage lead the patient to have symptoms of hydrocephalus". When was the valve implanted? Answer - "year 2024".